Event description:
It was reported that noise was observed on the lead. When the pocket was opened the insulation was breached open near the trifurcation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.